Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance survey indicated, "mdm liner can be challenging to seat, and not always confident about when it is seated. I take a bone tamp in all 4 quadrants on the rim to make sure it is down flush, but any other recommendations would be appreciated".

Manufacturer narrative:
This event relates to a product inquiry and no device malfunction was noted. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Review of the post market surveillance survey indicated, "mdm liner can be challenging to seat, and not always confident about when it is seated. I take a bone tamp in all 4 quadrants on the rim to make sure it is down flush, but any other recommendations would be appreciated".